Event description:
On (B)(6) 2012, rotaflow system (console serial number (B)(4) and drive serial number (B)(4)) was in-use on a patient at (B)(6) hospital when the pump stopped. According to the customer, the patient had a cardiac arrest and the medical staff began a cardiac massage and replace the pump. Reference: (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). On (B)(4) 2012, the maquet field service engineer (fse). Went to the hospital to evaluate the unit. Per the fse, during use, the flow would have no longer been displayed but the speed (3500 rpm) would still be displayed. According to fse, the perfusionist did not see if the rotaflow drive was still running. However, the patient had no more pressure and the medical staff used the emergency drive. The fse tested the device. The rotaflow drive was disassembled and cleaned; no malfunction was identified. The rotaflow console, cable, and connections were tested; no malfunction was identified. The flow was well displayed. Additionally, the biomedical technician operated the machine for four (4) hours without a problem. Reference: (B)(4).